Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per information received from the site there was battery switching on both ports. The patient had an elective controller exchange. Log files were received and are awaiting further evaluation, the investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. An internal investigation has been opened to evaluate these types of issues. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1 of the controller. Internal inspection of the controller did not reveal any rust or corrosion inside of the controller. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This issue is currently being investigated by the supplier. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.